Event description:
Boston scientific received information that this implantable cardioverter defibrillator exhibited high right ventricular pacing impedances greater than 2,000 ohms and loss of capture ( rv lead is a competitor lead). A revision procedure was performed; testing did not reveal any irregularities with the lead. The device displayed consistent impedances when reattached and placed in the pocket. A set screw position-advancement issue was suspected prior to assessment. The pins were secure when traction was applied prior to disconnection of the lead. The lead was reconnected and the device was placed back into the pocket with normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted with normal measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.